Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 15 mm from the distal end. Olympus was informed that the probe was not completely broken at the user facility. Therefore, it was surmised that this breakage of the probe was occurred due to the stress during transport. There was scratch around crack of the probe and the coating for electric insulation of the probe was partially missing around the scratch. The device history record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating for electric insulation of the probe was damaged when the user activated output while contacting with metal or something hard object such as metal clips, stapler, or other instruments. The above device handling has warned in the instruction manual as follows: during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.

Event description:
During laparoscopic distal pancreatectomy, the subject device was used. After 2 to 3 hours since the start of the use of the subject device, u504 error (probe damage error) occurred. The user found that the crack at the proximal side of the probe and became unable to use the subject device. The user replaced the subject device with another device and completed the intended procedure. There was no patient injury reported. On june 4 2019, olympus medical systems corp. (Omsc) found that the coating for electric insulation of the probe was partially missing. This is the report regarding the missing of the probe coating.